Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: -1 month postop: developed left elbow olecranon bursitis after l-shoulder surgery; resolved with cortisone injection 3 months later. Mild in severity (not calling out due to bursitis is related to elbow and not shoulder) cortisone injection administered in office, resolved symptoms by follow-up -10 months postop: patient noted persistent l-shoulder stiffness during follow-up visits, receiving pt and deltoid injections for management. Ongoing as of last office visit. Mild in severity. Pt prescribed for shoulder stiffness; injections given for pain management a definitive root cause cannot be determined. The event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient was treated with a cortisone injection and pt 9 months post implantation due to shoulder stiffness and pain. All implants remain implanted. No revision is scheduled. Attempts have been made and no further information has been provided.